Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call power error detected alarm and failed battery test on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for power error detected alarm was performed. Customer was advised the internal power source was unable to charge. Customer was advised to disconnect from the insulin pump, wait for light to stop flashing, insert a new battery, clear the power error detected alarm, update the date and time and complete the reservoir and tubing process. Customer replaced the battery on the insulin pump and advised they had frequent failed battery test alarms that remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Detailed trace analysis shows that pump alarmed low battery and then power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance at electronic board. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now or failed battery test/failed battery alarms noted. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.